Manufacturer narrative:
The local representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms, noise oversensing in unipolar and bipolar configuration and loss of capture at maximum output. Boston scientific technical services (ts) recommended lead revision but due to the patient age, the physician will only likely reprogram the device. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms, noise oversensing in unipolar and bipolar configuration and loss of capture at maximum output. Boston scientific technical services (ts) recommended lead revision but due to the patient age, the physician will only likely reprogram the device. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information was received indicating that when this incident was reported to boston scientific ts, the physician did not have the lead serial number and could not provide it.